Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. No moisture damage was noted on the electronic or motor assembly.

Event description:
The customer reported repeated problems with air bubbles. The customer also reported that insulin leaked past the reservoir o-rings. The customer stated that the reservoirs smell like insulin, but isn't sure if insulin leaked into the reservoir compartment. Nothing further was reported.